Manufacturer narrative:
The biomed engineer reported that he noted that the upper stainless dust cover was loose and was scraping the black paint off of the arm. He removed the rest of paint, cleaned, tightened hardware, and returned the device to service. (B)(4).

Event description:
The biomed reported that he found black flakes falling from the flat screen holder arm in the operating room #1 during an inspection. No injuries were reported. (B)(4).